Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this right ventricular (rv) lead was implanted an increase in pacing thresholds was noted prior to discharge. X-ray confirmed that lead positon had not changed, and the amplitudes and impedances measurements were not changed. The lead was repositioned into the cardiac apex as well as other sites but pacing thresholds remained high, thus the rv lead was positioned in the septum. It was noted that the issue could have been due to the fact that when the physician was using the lead he could not feel the helix extending when placing the lead into positon and had to rotate the helix thirty turns when extending/retracting during the repositioning procedure. No additional adverse patient effects were reported.